Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to running patient samples, the customer replaced the source lamp on the instrument. The customer ran quality control (qc), which was within range. The customer ran patient samples without performing recalibration of the hb1c assay, and discordant results were obtained. The customer recalibrated the assay and reran quality controls (qc) on both levels, which were within range. The customer reran patient samples and obtained results, which were within expected range. As per the dimension xpand plus clinical chemistry system operator's guide: "perform calibration/verification for an assay whenever you change reagent lots, whenever its calibration time interval has expired, or whenever a new assay is added. Calibrate...hb1c...whenever the source lamp is replaced because these assays are light-dependent." The cause of the discordant, falsely elevated hb1c results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The initial discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.